Manufacturer narrative:
(B)(6). (B)(4). This event is currently under investigation. A follow-up report will generated upon the completion of the investigation.

Event description:
Information was provided that the transplant patient has had ongoing issues with blood back flowing into the cap of the blue lumen; which led to the line occluding and requiring replacement. The above information is for the new line inserted on (B)(6); which also had back flowing blood into the ICU medical microcalve cap. Interventions to mitigate the blood in the cap include taping / reinforcing the clamp on the line and adding an ICU medical neutron (anti-reflux) cap. The patient has not been harmed but has had to have 2 procedures to rewire new central lines and received alteplase many times due to issues with occlusion in the line; these all have risk associated with them.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU) and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.